Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: "ruptured and leaking", "during my annual exams, it was found that my prosthesis is ruptured" and capsular contracture grade iii. Clarification to partial date of occurrence: (B)(6) 2024 was provided. The following reported event(s) is a/are physiological complication(s), and device analysis typically does not help allergan determine the cause: capsular contracture grade iii.

Event description:
Patient reported right side implant "ruptured and leaking" and "during my annual exams, it was found that my prosthesis is ruptured". Physician reported "spontaneous rupture" and "cysts" revealed via MRI, patient experienced "pain and hardening of the breasts", and capsular contracture grade iii. The device remains implanted.

Event description:
Patient reported "ruptured and leaking and could cause a serious infection." Later healthcare professional reported "pain and hardening of the breasts.", "baker's grade of capsular contracture for the right side: iii" and "cysts" diagnosed via MRI. Patient additionally reported "right prosthesis is intact." This record is for the right side. The device was explanted. The device was discarded.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, d6b, h6.